Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient visited doctor for follow-up and was complaining of pain and swelling. X-rays revealed that the femoral stem had subsided. Component were sent to pathology.